Event description:
It was reported, the patient was having their device explanted because, it was giving them problems. The patient had been experiencing pain at the implant site. It was noted the device had been removed and replaced several times. The patient had not used their therapy in six months because, it had not been helping their pain. Follow up reported the device was removed. Impedance test was noted and no impedances. There was no malfunction seen or cause of issue determined. The patient no longer had a battery implanted.

Manufacturer narrative:
Product ID 3487a-33, lot# j0421410v, implanted: 2004 (B)(6); product type lead product ID 748966, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 7434-e, serial# (B)(4), implanted: 2004 (B)(6); product type programmer, patient. (B)(4).